Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h6, h11 d4: attempts have been made to gather all product identification information and no further information has been provided. The reported event was confirmed by review of pictures. Visual examination of the provided photo identified the impactor pad is no longer on the device. However, as the product was not returned and no photos if the fractured impactor pad were provided, further analysis could not be performed. The device history record was not reviewed due to lack of lot number. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the glenosphere 2-prong impactor tip broke upon impacting. During intraoperative use, the impactor tip fractured while impacting the glenosphere component. No patient treatment was required. There were no consequences or impact to the patient.